Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03342. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat retention of urine, rectocele, and ureteral hypermobility concurrently with repair of rectocele, cystourethroscopy, and aspiration of bladder with a suprapubic catheter. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.